Event description:
The customer reported that while unit was in use on a patient, the unit displayed an "electrical fails code #52" alarm. The patient was switched to another unit and therapy was continued. No patient injury was reported.